Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries after the system check. Reportedly the customer was using the infusion set and cartridge for three days. Tandem technical support informed the customer that using the infusion set and cartridge for three days is off-label per the tandem user guide. Customer¿s blood glucose level was 288 mg/dl.